Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause for the pvl could not be determined with the available information. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), per the article ¿outcomes of redo transcatheter aortic valve replacement for the treatment of postprocedural and late occurrence of paravalvular regurgitation and transcatheter valve failure¿, clinical and echocardiographic outcomes of patients who underwent redo transcatheter aortic valve replacement (tavr) procedures greater than 2 weeks post procedure were collected from 14 centers. In one patient, 195 days post implant of a 26mm sapien 3 valve, a valve in valve was performed with a 26mm sapien 3 valve due to a paravalvular regurgitation. Reference: barbanti et al. Outcomes of redo transcatheter aortic valve replacement for the treatment of postprocedural and late occurrence of paravalvular regurgitation and transcatheter valve failure. American heart association, inc. 2016. Doi: 10.1161/circinterventions.116.003930.